Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient was not getting relief with hd and ld programs. The doctor was waiting to see if they could reprogram before trying to reposition the leads. The cause of the high impedance was not determined. The rep indicated to action was taken as of yet, but the patient was returning for another appointment on (B)(6) 2018 to check impedance and they would follow up from there.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was seen on (B)(6)2018 and had no relief. It was reported that electrode 14 was "out." It was reported that this caused a "programming issue" and electrode 8 had high impedance. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was reprogrammed again with hd settings. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient did not have pain relief as of their appointment on (B)(4) 2018. The patient was going to have an x-ray done as well. The rep tried low dose and high dose settings. It was reported that the patient was scheduled for another reprogramming session the following week. It was reported that the burning feeling subsided on (B)(4) 2018 as the patient was reprogrammed to evolve settings due to only feeling the stimulation in their legs at that time. The patient was still having leg weakness and was still sore. No further complications are anticipated..

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2018, the patient had their permanent implant put in. It was noted the permanent implant has been totally different than the trial they had several months prior to the permanent implant. The patient reported the trial provided 50-75% control of their target back pain. It was noted the patient thinks it was because their trial was done by a different doctor than the one who did the permanent implant. During the permanent implant, the patient felt stabbing and shocking sensations as the wires were being placed. The shocking sensation was felt from their right buttock to their toe on the right side. The stabbing sensation was felt on their left side underneath their left breast and from the left buttock to the left knee. The patient believes their two titanium hip replacements caused an electromagnetic interference (emi) event leading to the shocking and stabbing they felt during implant. On the way home from the implant procedure, the patient was experiencing a tingling sensation when they turned their controller on. When they put the controller back in its case and zipped up the case the tingling had stopped so the patient believes the controller was causing the tingling sensation. After they arrived home, they experienced a burning sensation that was like 100x worse than what they experienced earlier that day at the implant procedure. The burning sensation was from the middle of their buttock and down their leg, and it was starting to "burn from the inside out" and it felt like their "leg was going to explode". The patient then decided to remove the batteries from the controller, which resolved the burning sensation immediately. The patient believes emi was the cause of the burning sensation they experienced at home because they were within a 10-15 foot radius of various electronic equipment (microwave, tv, cable box, vcr, printer, router, computer, speakers, cell phone, wireless landline, lamps, stereo, cd player, radio alarm, battery operated fire alarms, electric makeup mirror, and a satellite dish on their neighbor's house). It was reported the patient was still sore and had 20 staples with glue over the incisions. They were still having ongoing tingling in their right leg, but the patient thinks the tingling is from a "nerve disturbance". They also reported both of their legs were weak but they confirmed the leg weakness had begun prior to the implant but they were not sure if the leg weakness was related to the "nerve disturbance". The patient has a follow up appointment scheduled with a manufacturer representative (rep) on (B)(6) 2018 and another appointment at the surgery center on (B)(6) 2018. The patient will be discussing the reported events at those appointments. Additional medical history (spinal fusion with rods and screws in their back, two titanium hip replacements, breast cancer with metal clips internally for monitoring) was reported, and was confirmed to be pre-existing to the implant of the spinal cord system. No further complications were reported or anticipated.